Manufacturer narrative:
The complaint description states that when the surgeon wants to take away the rasp, the rasp gets blocked and it take many long minutes to find a way to take it away. The devices associated to the complaint were not returned for analysis. No other analysis was possible because the batch numbers and the x-rays or medical records were not provided. The complaint was reviewed by cpd, no design defect has been identified. Based on the information received and the investigation performed, the root cause of the incident could not be determined. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. UDI#(B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Using the double offset rasp handle and a small size rasp on a daa without table technique. In some cases, (it happen to different surgeons in this hospital) when the surgeon wants to take away the rasp, the rasp gets blocked and it take many long minutes to find a way to take it away. A surgical delay of 25 minutes was reported.